Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-012343. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podjs). During the procedure, the physician successfully deployed and detached four podjs using a lantern delivery microcatheter (lantern). The physician then attempted to place another podj, however, experienced resistance while advancing the podj was partially within the lantern. It was reported that the podj was bunching up at the hub of the lantern. The physician therefore removed the podj and retracted the podj back into its introducer sheath on the back table. The physician then re-inserted the same podj into the patient; however, as the physician was advancing the podj into the target location the podj unintentionally detached. The physician was able to remove the detached podj by using a snare device and the procedure was completed using a new lantern and two additional podjs. There was no report of an adverse effect to the patient.